Event description:
It was reported that after insertion into the patient's eye the lens would not unfold. The doctor tried to unfold the lens with secondary instruments and it resulted in posterior capsule rent. An anterior vitrectomy was performed. The patient's post-op visual acuity was 6/6. Subsequently the patient's vision decreased to 6/18 and the lens was explanted and replaced add'l info was requested but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.